Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ("device removal") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced gastrointestinal motility disorder ("bowel disorders with alternation between diarrhoea and constipation") and allergic sinusitis ("chronic ent clinical picture with allergic rhinitis and sinusitis"). On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy and bilateral laparoscopic cornuectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, gastrointestinal motility disorder and allergic sinusitis outcome was unknown. The reporter provided no causality assessment for allergic sinusitis, gastrointestinal motility disorder and medical device removal with essure. The reporter commented: the reported symptoms did not exist before the placement of essure. The sample was not kept by the hospital. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ("device removal") in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included synovial cyst and malleolar fracture. The patient did not have concomitant gynecological disease. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced gastrointestinal motility disorder ("bowel disorders with alternation between diarrhoea and constipation") (seriousness criterion intervention required) and allergic sinusitis ("chronic ent clinical picture with allergic rhinitis and sinusitis"), 1 day after insertion of essure. On (B)(6)2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy and bilateral laparoscopic coronectomy). Essure was removed on (B)(6)2018. At the time of the report, the medical device removal, gastrointestinal motility disorder and allergic sinusitis outcome was unknown. The reporter provided no causality assessment for allergic sinusitis, gastrointestinal motility disorder and medical device removal with essure. The reporter commented: the reported symptoms did not exist before the placement of essure. Removal of essure was performed for medical reasons. According to the reporter the main reason for removal was the following events: bowel disorders, rhinitis and sinusitis. The sample was not kept by the hospital. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2019: device removal questionnaire received. Patient demographic data, medical history were added. Event start date updated for (B)(6)2015. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.